Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event summary: it was reported that patient was implanted with a total hip prosthesis approximately 20 years ago. An product ID inquiry has been received, as the implants would be damaged. No revision surgery has been performed yet. Review of received data: no medical data has been received. Two undated x-rays have been received. The joint is clearly dislocated. There seems to be some deformation of the shell. The state of the pe liner cannot be assessed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Review of product documentation: all involved devices are intended for treatment. Conclusion summary: the investigation results did not identify a non-conformance or a complaint out of box (coob). The x-ray review showed that the joint is dislocated and the cup seems deformed. However, the sequence of events remain unknown. Moreover it is unknown, whether the patient did experience a trauma. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The implant is implanted for approximately 20 years, therefore material degradation cannot be excluded. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00616, 0009613350-2019-00617.

Event description:
It was reported that patient was implanted with a total hip prosthesis approximately 20 years ago. An product ID inquiry has been received, as the implants would be damaged. No revision surgery has been performed yet.

Manufacturer narrative:
Medical products and therapy date detail of product: item # 00000000678, item name balgrist anchorage cap 53 53, lot # unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Lot number unknown.

Event description:
It was reported that patient is scheduled for a revision surgery on an unknown date due to implant wear.